Event description:
A mayfield skull clamp was involved in a slippage during acoustic nerve tumor surgery. A neurosurgeon used the mayfield on (B)(6) 2010 for microvascular decompression (trigeminal neuralgia). The pt was positioned in a right recumbent position. An hour after starting the surgery, the pts' head slipped (torque at single pin side became zero). The pt incurred a scalp laceration which required three sutures to the forehead. The surgery was completed by replacing the cranial stabilization device. The surgeon was suspicious that the hospitals' decontamination method effects the function of the mayfield products.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.